Manufacturer narrative:
An event regarding a grease stain on a femoral component was reported. The event was confirmed. Method & results: -device evaluation and results:the device was returned inside a plastic bag. No packaging was returned with the device. There is evidence of staining on the medial and lateral tapped holes of the femoral component. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded a stain on the femoral component most likely occurred in the manufacturing department where the operator failed to detect the foreign matter. No further investigation for this event is required at this time.

Event description:
It was reported that the implant was opened and a grease stain was allegedly noticed on the implant. It was reported there was a concern about contamination.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the implant was opened and a grease stain was allegedly noticed on the implant. It was reported there was a concern about contamination.